Event description:
The user facility reported that the visiglide guide wire had sheared off. Follow up communication with the user facility confirmed the following: at initial use, the physician became aware that the coating layer of the visiglide wire had been sheared off; and no known impact to the patient.

Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the ptfe coating had been sheared off the outer surface of the wire on the area approximately 120 - 250 mm from the distal end of the shaft. Magnifying inspection of the segment on approximately 120 - 250 mm from the distal end found that shearing of the ptfe had been generated longitudinally both from the proximal in the distal direction and from the distal in the proximal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications and to be equivalent to that of the current product sample. The adhesive strength of the ptfe coating to the core wire was determined and verified to be equivalent to that of the product in the current production run. Reproductive tests were conducted on a current product sample. The test sample was let to have contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. The test sample was let to have contact with an inserter on the ptfe coated segment by pushing the ptfe coated segment against the inserter. In this state the test sample was pulled in the proximal direction. No damage was generated on the shaft. The test sample was fixed to a plastic torque device gently on the ptfe coated segment. In this state the test sample was pulled in the proximal direction. Some longitudinal scratches were generated on the coating. No peeling of the coating or no exposure of the core wire occurred. The forceps elevator on the endoscope was raised while a guide wire was inserted into it. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample had close contact with a sharp object and in this state it was subjected to repetitive pulling and pushing actions, when it was exposed to abrading forces which exceeded the coating's adhesive strength. From the available information, however, it cannot be determined definitely how and when the actual sample had close contact with a sharp object. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).